Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2 11/30/2016 device evaluation: the pump has been returned to animas and evaluated on 11/02/2016 with the following findings: the battery compartment was cracked on the side from the threads to the cover. The battery cap was not returned with the pump. There was no evidence of a battery life issue observed in the black box data. A test battery cap was able to carefully attach to the pump and power on. The pump¿s current draws measured within specifications. A battery life issue was not duplicated during testing.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2016 - correction to serial #.